Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pace impedance measurements. No adverse patient effects were reported. At this time, this device system remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).